Manufacturer narrative:
Findings: unit received with partial segment display due to zebra connect or cracked. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating physical damage in the lcd window of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.